Event description:
(B) (4) crm received info that during a recent lead repositioning procedure, it was noted that this right atrial (ra) lead had an insulation break. The lead was extracted and another ra lead was successfully implanted in its place. To date, there have been no adverse pt effects reported. (B) (4).